Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation a intellanav mifi open-irrigated ablation catheter was selected for use. The physician observed that the flow from two of the six holes was clearly weaker than the others. The catheter was replaced and the procedure was completed without any patient complications. The device was disposed and will not be returned.